Event description:
It was reported that the patient developed (B)(6) a couple of weeks after implant and the whole system was removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead product ID, 3778-60 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type lead product ID, 37752 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger product ID, 37742 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type programmer, patient product ID, 3708120 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension product ID, 3708120 lot#, serial# (B)(4), implanted: 2007 (B)(6), explanted: product type extension for use by user facility/importer (devices only). (B)(4).